Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue was solved by replacing inspiratory pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported pressure transducer test failure and the logs indicate that it was the inspiratory gas pressure transducer pcb that was faulty. No parts have been returned for the further analysis of the issue. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined. The correction of field #d1 brand name was required. This is based on the internal evaluation. #d1 brand name: previous brand name: flow-I/e. Corrected brand name: flow-I. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/01/2015. Corrected manufacture date: 01/14/2015.

Event description:
Manufacturer´s ref #:(B)(4).

Event description:
It was reported that the pressure transducer test failed during system check out. There was no patient involvement. Manufacturer´s ref #: (B)(4).